Event description:
It was reported that the sensor glucose and blood glucose reading difference. Customer stated that the sensor was supposed to last six days and customer's sensor would only last 4 to 5 days and this is constant. Customer stated insulin pump alarms all the time. Customer's blood glucose at that time was 53 mg/dl. Customer does not have data from the insulin pump regarding sensor and blood glucose reading. Customer stated unable to upload carelink. Advised customer will need data from the pump to better explain. She was advised to calibrate when her blood glucose is stable. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.